Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After administering iopamidol injection to a patient prior to a CT scan, it was observed that the solution was leaking from the needle cone of the intravenous cannula. Upon examination, it was determined that the needle cone was not properly sealed.